Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing, with the patient previously having received a left ventricular assist device (lvad). Technical services (ts) was consulted and reviewed stored data. During initial system setup, the device was tested for primary and alternate sensing vectors, a small amplitude of signals was noted. Ts discussed available programming options based on stored data. At a later date, another shock was delivered due to quadruple counting the patient's rhythm. Ts discussed available programming options tacking into account the patient had an lvad. At a later date, two more shocks were delivered as inappropriate therapy and the device was unable to had its smart pass enabled due to the patient developing complete heart block. Therapy delivery was turned off. The s-ICD system was explanted, with a transvenous system implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.